Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
During a duodenum procedure, the staples did not form properly. The surgeon applied another device. The hospital reported that no patient injury had occurred.